Event description:
It was reported by an attorney that a pt experienced a scratch / scarring on her left eye cornea associated with contact lens wear. According to the info received, the pt habitually wears monthly contact lenses (unspecified), but uses daily wear contact lenses on holidays, so the pt claimed to be familiar with both types of contact lenses. During her holiday in (B)(6) she inserted a new pair of daily wear contact lenses. Later, she felt the contact lens in her left eye moving around. As she blinked, one half of the contact lens fell out of her eye and onto her cheek. Her eye started to weep, however, the pt was unable to locate the other half of the contact lens in the eye. Over the following days the condition of the pt's left eye deteriorated as well as her vision. Upon the pt's return to the (B)(6), she was examined at the hosp for (not further specified) treatment. According to the attorney, the pt's condition is described as follows: scratch / scarring to the left cornea, abscess and loss of sight in the pt's left eye. No further relevant info has been received to date.

Manufacturer narrative:
(B)(4): the device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned for eval. There was no nonconformity or deviations during the mfg process which related to the nature of the complaint. The root cause could not be determined. (B)(4).